Event description:
The customer reported the system displayed uninterpretable images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Faulty parts have been ordered. No additional information has been disclosed.